Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device and found not working sdi outputs which caused the reported phenomenon. It needed replacing the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device due to aging deterioration of components on the printed circuit board by the repeating use with passing more than 4 years since manufacturing the subject device or due to components accidental failure on the printed circuit board. The printed circuit board generates and outputs sdi signals. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was all black before the laparoscopy. The user changed the device to another processor which could be seen the image and started the procedure as normal. There was no patient injury associated with this report.